Manufacturer narrative:
It was reported from the site that the surgeon complaints that the sewing ring wrench did not work properly. The surgeon decided to use a new pump kit and a new surgical tools kit. No additional information available. As per instructions for use (IFU) outlines proper surgical tool usage. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. If damaged, may result in exchange for another device from the back up kit. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Surgical tools - 1078637 / catalog # 1317 / expiration date: 02/28/2018 / manufacturing date: 02/28/2016, (B)(4).

Manufacturer narrative:
Updated information was received on 02/14/2017 which states the following: "for patient, with dilated cardiomyopathy, status after mvr and status after cardiac decompensation, an ECMO was implanted, followed by an lvad system during subsequent surgery. The surgery was minimally invasive. During this procedure, an o-ring broke, which is why the system was removed and re-implanted with an o-ring from another pump kit. Since components had already been implanted, only the o-ring, and not the entire implant, was replaced to reduce risk. During the incident, there was a risk of bleeding and especially of an air embolism. The extent to which the incident impacted the course of the disease in this critically ill patient, especially neurologically, cannot be assessed currently with any certainty. The defective o-ring was saved, and is available for collection by the manufacturer in the artificial heart coordination office. The pre-existing ECMO was left in the pelvis." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that as the surgeon was inserting the pump into the sewing ring, it was noticed that blood was coming out of the ventricle through the sewing ring and the pump. The surgeon then pulled out the pump and noticed a defect in the o-ring. A new o-ring was taken from a new pump and he proceeded to implant the pump hw23871 with the o-ring from pump hw27743. There was a procedural delay as a result but no consequence to the patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that as the surgeon was inserting the pump into the sewing ring, it was noticed that blood was coming out of the ventricle through the sewing ring and the pump. The surgeon then pulled out the pump and noticed a defect in the o-ring. A new o-ring was taken from a new pump and he proceeded to implant the pump hw23871 with the o-ring from pump hw27743. There was a procedural delay as a result but no consequence to the patient.

Manufacturer narrative:
(B)(4). Product event summary: the o-ring was returned for evaluation. The sewing ring wrench was not returned for evaluation. Review of the manufacturing documentation of the sewing ring wrench confirmed that the associated device met all requirements for release. The reported event of "sewing ring wrench did not work properly" could not be confirmed since the device was not returned and there is no evidence or supporting data provided. Analysis of the o-ring revealed a cut most likely introduced during the installation process; thus confirming the reported event of "o-ring damage". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. An internal investigation has been opened to address events related to o-ring damage. The most likely root cause of the o-ring damage can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Multiple factors could have contributed to the reported event of sewing ring wrench not working properly including but not limited to operator's technique, incorrect setup, incorrect processing. If information is provided in the future, a supplemental report will be issued.